Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). The needle was loose and detached.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open unit. Analysis and results: there are no previous complaints of this code batch. There are units in stock. A total of (B)(4) units were manufactured and distributed. Received one open and unused sample with the needle detached from the thread and the thread is still wound on the pack. Without any closed sample an analysis cannot be performed in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: na. Corrective/preventive actions: na.